Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the handle had 224 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. It was noted that the handle was running v29.5 software. A review of the system logs showed there was an error for the system queue being full. The handle queue filled up due to multiple button presses in short succession. It was reported that a power handle error with a red circle and a slash appeared during when it was inserted to the shell, and the shell also have a connection error which was shell not recognized. The reported issues were confirmed. The most likely cause was traced to software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy esophagectomy, during setting up the device, a power handle error with a red circle and a slash appeared during when it was inserted to the shell, and the shell also have a connection error which was shell not recognized. A new powered handle was used to resolve the issue. No patient injury. Medtronic's initial evaluation of the incident device found that the handle was left in a low voltage state for a short period of time and entered graceful shutdown as a result of the low voltage.